Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire coating peeled off and the tip detached. The target lesion was located in the superficial femoral artery (sfa). Following completion of angioplasty and placement of an epic self-expanding nitinol stent, the stent delivery system (sds) was being retracted. The 300cm v-14 controlwire also came back and lodged around the edge of the stent. After the sds was removed from the patient's body, the guide wire was advanced into the sfa. It was noted that part of the coating on the distal tip of the guide wire sheared off and embolized distally in the patient. The hydrophilic tip fragment lodged distally in a tiny branch around the ankle bone. Due to the small diameter of the vessel, no attempt was made to retrieve the tip fragment. No patient complications were reported and the patient's status was fine.